Event description:
The customer reported via phone indicating that the insulin pump alarm low suspend. Customer's blood glucose was 131 mg/dl. The customer stated that the sensor is falsely low. Customer doesn't want to troubleshoot with the sensor glucose versus blood glucose or the threshold suspend alarms. The customer stated he wants sensor to be replaced and also the insulin pump. The customer was advised that we would replaced the device and also the sensor.

Manufacturer narrative:
Findings: pump received with black shadow on the display due to warped/uneven pcb on the lcd board. Unit was programmed with test mini-link and the glucose sensor simulator. Unit communicated properly with glucose sensor simulator and display the 100 value properly on display graph. Unit was also programmed with test glucose meter. Unit communicated properly and recorded the 117 mg/dl value properly from glucose meter. Unit alarmed low suspend properly and stopped the basal delivery. Unit sensor low predict and low suspend features working properly. Unit received with minor scratched lcd window.